Event description:
The rotator broke during left ventriculogram procedure. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the device evaluation is completed. Evaluation: method: the device history record was reviewed, the complaint data base was reviewed. Conclusions: a f/u report will be submitted when the evaluation is completed.